Manufacturer narrative:
Arjo was informed by the customer that an easytrack free standing (fs) portable installation system, used with maxi sky 440 ceiling lift, fell backwards during patient transfer. The patient fell from the small height to the bed. No injury was sustained. The rail did not detach from the posts during incident. No malfunction was found upon the inspection conducted by an arjo representative after the incident. The floor did meet the requirements presented in the instructions for use (IFU, document number 001.17300.en rev. 8). The customer representative has not fully been able to ascertain what really happened. Arjo representative suspected that the transfer was done outside of the transfer zone. Easytrack system 2-post assembly instructions for use which is delivered with each portable installation states: ¿never use the easytrack fs system as a swing. Always refrain from swinging patient sideways of track.¿ arjo device was used for a patient transfer when the incident occurred and from that perspective it played a role in this incident. No technical deficiency was found during the device evaluation. The complaint was decided to be reportable due to allegation of an easytrack installation collapse during use with the patient. No injury was sustained.

Manufacturer narrative:
Investigation is still ongoing. Additional information will be provided upon investigation completion.

Event description:
Arjo was informed by the customer that an easytrack fs portable installation system fell backwards during use with the patient. The patient fell from the small height to the bed. No injury was sustained. No malfunction was found upon inspection conducted by arjo representative after incident.